Manufacturer narrative:
The device was received for evaluation. A visual inspection performed with the naked eye verified that the dark blue female connector was not flushed to the light blue main body. The cause was determined to be a manufacturing related issue from correct assembly not followed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a gap between the dark blue female connector and the light blue main body of the transfer set. This occurred during use. The transfer set was exchanged for a new one. There was no patient injury or medical intervention associated with this event. No additional information is available.